Event description:
A patient reported concerns with temperature sensitivity on discolored tooth and back right, discoloration 2nd day without aligners. Then bone loss on bottom right front tooth, noticed by dentist. The patient stated that they are concerned the aligners are too aggressive on their teeth. The patient reached out with x-rays from their doctor of dental surgery stating that the aligners are causing tooth discoloration and for them needing a root canal.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.